Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. From the service manual, it was confirmed that the probable cause of the malfunction of the device was the failure of the main board and the poor connection of the connection tube to the line pressure sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the pressure of their high flow insufflation unit would not stay stable. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of an unstable pressure was not confirmed. The failure was not found, and no further defects were found on this device. Flow and pressure (pressure hold) were within the device's specifications. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.